Event description:
Please ref: 2026095-2015-00123/(B)(4). Incident # 1 of 2. Fill volume: 550ml. Flow rate: 8-10ml/hr. Procedure: tarsometatarsal fusion. Cathplace: popliteal nerve block. It was reported that an infusion for a pump ended sooner than expected. The pump was replaced with another pump and the second pump also emptied within 24 hours. Additional info was received on 03/26/2015. The incident was described as, "the pump was delivering meds too fast". The device for this incident was unavailable for return. No pt injury was reported. The lot number and additional info for this incident was requested, however is not available at this time.

Manufacturer narrative:
Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were preformed. For this reason results cannot be obtained. Per the instructions for use (IFU), several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusion: the device was not returned to halyard for eval, therefore we are unable to determine the cause for the reported event. No pt injury was reported in connection with the reported incident. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.